Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02389 and 02391).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised due to pain and metallosis on (B)(6) 2014. Review of invoice history indicates the head and cup were removed and replaced. Legal counsel for patient reported that patient's revision was due to patient allegations of pain, popping/clicking/grinding, dislocation, elevated metal ion levels, lack of mobility, dysfunction, loss of range of motion, difficulty ambulation, fluid collection, osteolysis and impairment. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2014 due to pain and osteolysis. Operative report noted the presence of fluid, effusion, synovitis, corrosion at the head taper junction, membranous material, and osteolytic debris. The modular head and acetabular cup were removed and replaced with a competitor cup and a biomet head.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper election or positioning of components.¿ number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised due to pain and metallosis on (B)(6) 2014. Review of invoice history indicates the head and cup were removed and replaced. Legal counsel for patient reported that patient's revision was due to patient allegations of pain, popping/clicking/grinding, dislocation, elevated metal ion levels, lack of mobility, dysfunction, loss of range of motion, difficulty ambulation, fluid collection, osteolysis and impairment. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised due to pain and metallosis on (B)(6) 2014. Review of invoice history indicates the head and cup were removed and replaced.